Event description:
It was reported that the pt has no stimulation sensation; impedance measurements indicated >4000 ohms. Additional info has been requested; a follow-up will be sent when additional info is received.

Manufacturer narrative:
(B)(4).